Event description:
It was reported during an atrial fibrillation ablation procedure using a reflexion spiral mapping catheter a pericardial effusion occurred. The physician inserted a reflexion spiral catheter through a fast cath sl0 transseptal introducer and was mapping in the left atrium with the use of ensite navx when a pericardial effusion w/o tamponade was noted and confirmed by echocardiogram. A pericardiocentesis was performed and the physician completed the procedure with no further intervention or consequences to the pt.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device a supplemental report will be filed.